Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy it was reported that the ins was turned off and was not working. The caller reported that patient stated the ins was turned off or wasn't working so they could perform the MRI. There were no further complications reported.